Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display failure. This report is made based on results of investigation completed on 12/16/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the pump powered on with a dim and discolored display screen. (B)(4).